Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Replacement of the main circuit board (pcb) was required in order to address the issue. The device was scrapped at the service center per customer's request. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarms when plugged into a main power source. There was no patient harm or serious injury reported as a result of this incident.